Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis disconnected and with burnt smell. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section h imdrf annex a, g, c codes and manufacturer narrative upon investigation of the actual device used in this incident, it was not determined that the station disconnected and with burnt smell. A field service engineer (fse) found the station powered off. Opened the unit to inspect components, fse confirmed no signs of burning or visible damage. Upon removing the back panel, discovered drawers 2.1 and 2.2 were dislodged. Further inspection, the fse found a broken rail bearing cage and a damaged cable. Powered on the station and smoke smell returned; immediately powered down and disconnected drawer 2. Powered the station back on again and no further issues noted. Then, the fse replaced drawer 2 due to broken rails and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis disconnected and with burnt smell. The customer stated that this malfunction caused a smoke smell in the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station disconnected and with burnt smell. A field service engineer (fse) found the station powered off. Opened the unit to inspect components, no signs of burning or visible damage. Upon removing the back panel, discovered drawers 2.1 and 2.2 were dislodged. Further inspection, the fse found a broken rail bearing cage and a damaged cable. Powered on the station and smoke smell returned; immediately powered down and disconnected drawer 2. Powered the station back on again and no further issues noted. Then, the fse replaced drawer 2 with new drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.